Event description:
The health care provider of the customer called to report that the customer passed away in a hospital. The caller was unsure of the exact date of death; the caller stated sometime in (B)(6) of 2014. The cause of death was dka. The caller hung up after advising the customer's passing and did not provide any details. The caller insulin pump; hence the device information could not be verified. The insulin pump information was not confirmed. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report 2032227-2014-01577.